Event description:
A dialysis facility reported that the blood pump continued to run and the venous line clamp did not close in the presence of blood alarms. It is not known if there was any pt involvement. The reporter stated that this info was not provided in the problem reported but there has been no adverse event reported.